Event description:
In the lay reporter, the lay patient's husband, contacted lifescan (lfs) alleging that the patient's one touch ultra meter was displaying the apply sample message. The medical affairs specialist (mas0 sent a letter to the patient since she could not be reached via phone on two different days, at different times. The following information was provided during the initial call to lfs: the husband told the customer care advocate (cca) that the patient had not tested (her blood glucose) "in some time" due to a "needle phobia". No information regarding the patient's diabetes treatment regimen was provided. On may 16,2006 the patient had slurred speech. The husband attempted to test the patient's blood glucose level with the reported meter. No result obtained was reported. The husband called ems. Emt's obtained a result of 22 mg/dl. The husband said the patient's received treatment from the emt's, but he did not know what specific treatment was given. No information was provided regarding the patient's diabetes treatment regimen on her specific actions prior to the hypoglycemic incident. The cca noted that troubleshooting could not be completed because the reporter did not have test strips when he called lfs. The meter, test strips, and control solution were replaced.